Event description:
The customer reported that the (B)(4) needle electrode was inserted into the pt through a guiding needle. After the first ablation, the needle position was moved 8 cm back and a second ablation was performed. Upon completion, the act needle was removed together with the guiding needle. Then it was noted that the pt had received mild degree (1st degree) of blister on the surface of the skin. It looked like the needle coating was damaged by the guiding needle.

Manufacturer narrative:
(B)(4). Evaluation of the returned electrode confirmed the coating of the needle was peeled back. The needle failed hipot testing. The coating damage is believed to have been caused from contact with the guiding needle. The instruction for use state to verify that all components are without damage prior to use. Additionally, the needles are 100% visually inspected and hipot tested during the manufacturing process.